Event description:
It was reported that during a peripheral treatment procedure, the patient expired. The patient had an atherectomy procedure on the left leg two weeks prior. Vascular access was obtained via the left femoral using a contralateral approach. The target lesion was located in the right superficial femoral artery (sfa). Another manufacturers' guide wire was being used when a severe spiral dissection occurred, extending from the common femoral to the aorta. Another manufacturers' self-expanding stent was placed to treat the dissection. A large amount of extravasation was present. This 4.0 x 80, 135cm mustang balloon catheter was then introduced and used to treat the dissection as well as post-dilate the stent. The balloon was then also used to block blood flow in the iliac artery to prevent the patient from bleeding out. The mustang was removed and the 6f sheath was exchanged for a 7f sheath. At this point, the patient began to lose pressure. Another manufacturers' covered stent was placed at the site of the perforation. The patient went into cardiac arrest. CPR was performed. The patient expired.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).